Event description:
The customer reported an intermittent red x is displayed, it's suspected to be a battery issue. There was no report of patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.